Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into suspend when her blood glucose readings were 174 mg/dl. The sensor was reading 69 mg/dl. Customer also mentioned that there was a difference between the sensor glucose readings versus the blood glucose readings. Customer stated that the sensor was reading 129 mg/dl while the blood glucose readings were 174 mg/dl. Customer also mentioned bent cannulas on the previous sensor. No further information reported.